Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. Two days after onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with oral levaquin (dose, duration and frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged four days after admission. At the time of this report the patient was recovering from this peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.